Event description:
A customer contacted a baxter technical service representative (tsr) regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during their automated peritoneal dialysis therapy. Tsr recycled power and cleared alarm. The home patient (hp) stated he would discard supplies and talk to his nurse (rn) regarding air detect alarm, any missed therapy and catheter leaking. The hp clamped catheter to stop it from leaking. No pt injury or medical intervention was indicated at the time of the initial report. During a follow up phone call, it was determined that the patient was connected at the time of the alarm. The home patient has a dog but it was not in the room where therapy is performed. The patient then stated there was a "cracked line" that was the source of the air and leak. The home patient confirmed there was no patient injury or medical intervention associated with this incident and that he has been continuing with therapy as usual.

Manufacturer narrative:
Initial report of system error 2240 alarm and leak was received in 2007. The cause of the 2240 alarm and leak was determined to be a cut/slice/hole in the transfer set on twenty days later.